Event description:
A hospital in the (B)(6) reported that two rt205 adult inspiratory heated breathing circuits failed the ventilator leak test. Further inspection revealed that the leak was coming from the expiratory limbs. This was observed before patient use.

Manufacturer narrative:
(B)(4) the rt205 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: three rt205 adult breathing circuits were returned to fisher & paykel healthcare for inspection. The returned breathing circuits were visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test results were outside of the specification due to excessive leak. When the subject breathing circuits were immersed in the water bath, the leak was observed at the connection between the lid and the bowl of the water trap. A lot check revealed one other complaint of this nature for lot number 130419. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the subject rt205 adult breathing circuits were released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected.